Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was 192 mg/dl. The customer said that his insulin pump is not responding to any battery and it stays off, no indication on screen. The customer said that he can see a corrosion on the battery cap or inside the battery hutch. The customer was advised that insulin pump will need to be replaced.

Manufacturer narrative:
Insulin pump was unable to perform displacement test, self-test and operating currents due to corroded battery tube. No blank display noted. Insulin pump had a cracked battery tube threads, broken reservoir tube lip, minor scratches on lcd window, cracked case at display window corner and stained end cap sticker.